Event description:
Now with ischemic colitis and gastric ischemia at greater curvature of stomach due to lvad thrombosis, s/p gi bleed secondary to gastric ischemic lesion s/p epi injection; secondary to emboli from vad thrombosis.